Event description:
It was reported that a missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately 09/07/2025, the patient experienced intense pain, prompting the removal of the sensor. Upon removal, the patient alleged that the sensor wire was missing from the sensor pod. Concerned, the patient immediately visited the doctor¿s office the same day. Although no diagnostic tests were conducted, the doctor proceeded with surgery to extract the wire from the patient¿s skin. The procedure lasted about an hour and was successful in retrieving the wire. Following the surgery, the doctor confirmed an infection at the needle puncture site. The patient was prescribed an unspecified oral antibiotic to be taken twice daily for 14 days, along with tylenol for pain relief (unspecified dosage). The infection gradually improved, and the affected area is now nearly healed. No product was provided for evaluation. The allegation and a probable cause could not be determined, no additional patient or event information is available.

Manufacturer narrative:
(B)(4).